Event description:
It was reported to tyco healthcare/kendall in '08 that a customer had a problem with a prep razor. The customer reports that an employee cut themselves trying to remove the cap from a razor. The razor was grabbed from both sides in order to remove the cap. The employee required stitches.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.